Event description:
Related manufacturer reference number: 2017865-2022-05843. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right ventricular (rv) and right atrial (ra) leads exhibited low pacing impedance and high capture thresholds. The rv and ra leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of low lead impedance, loss of capture and insulation damage were confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Visual examination found the outer coil bent/compressed, and the inner and outer insulations breached consistent with clavicular crush. The cause of the reported events was isolated to the damage insulations at the clavicular crush region.